Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For gastrointestinal/pelvic floor. It was reported, that the patient (pt) had their 97810 and 978a lead removed today. And replaced with a 97800 and 978b lead, per pt's decision. During removal of lead today, the 978a lead broke off and they left a fragment behind. Pt also, had old lead fragment that was noticed today for the first time today, by surgeon and rep. Tss reviewed conditions for pt to be full body MRI elig. Per caller, the cumulative amount of lead fragments is more than 6 cm and the lead fragments are close together, but exact distance isn't known. Per caller, pt was programmed for having a lead fragment, so they won't be eligible for MRI. Tss sending MRI conditions to caller.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot#: va2dcxp, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot#: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.